Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-44 -user has low battery. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Customer has delayed calling us and has not taken her insulin since the meter was not coming on. The customer did report symptoms and not feeling well, but did not disclose her exact symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. After going through some troubleshooting the low battery symbol appeared. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/21/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.